Manufacturer narrative:
UDI: (B)(4). Investigation summary the complaint device was received at the manufacturing site and evaluated. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: outer tube damaged, bent/dented distal tip damaged, shaver damage to distal tip, holes in distal tip fiber, fibers sunken in illumination distal tip fiber damaged, fibers broken, illumination low optical system, optical components broken lenses in optical system the defective parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer that preoperatively to an unknown surgery on (B)(6) 2022, it was observed that the hd epscp,4.0,30,167,mitek endoscope device had scratched lens. During in-house engineering evaluation, it was determined that the outer tube on the device was damaged, bent and dented. It was further reported that that distal tip was damaged, shaver damage to distal tip, holes in distal tip fiber, and fibers were sunken in. It was further reported that the illumination distal tip fiber was damaged with the fibers broken and illumination was low. It was further reported that the optical components were broken lenses in optical system. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.